Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gemini¿ stone retrieval basket was to be used in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the basket was found broken when opening the device. The procedure was completed with another gemini basket. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A gemini basket was returned for analysis. A visual evaluation of the returned device found that the working length was free of obvious kinks and bends. The pull wire is properly attached to the handle and it is not broken. None of the basket wires were broken. The handle was actuated and the basket was able to open and close. No other anomalies were noted. The complaint that the basket was broken was not confirmed. Based on the information available and the analysis performed, the most probable cause for the complaint will be documented as "not confirmed - returned" since the complaint included a returned device review which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was to be used in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the basket was found broken when opening the device. The procedure was completed with another gemini basket. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.